Event description:
Oncentra allows to export unapproved plans without dose for user workflow reasons. The unapproved plan was used for beam setup and consequently for treatment. This resulted unintended in 2 beams with 100mu each. This could almost completely be compensated during the following treatments, and the deviation from the prescribed dose was very small.

Manufacturer narrative:
Oncentra has an approval mechanism and it's clearly stated in the documentation that only approved plans should be used for treatment. The user has not followed these instructions. Oncentra does not allow to approve plans without dose. As a result of the FDA form 483 report fei number (B)(4) dated (B)(4) 2011, nucletron bv is now submitting this MDR in compliance with the corrective actions of the FDA form 483.